Event description:
During robotic laparoscopic procedure, prior to removing the trocars, it was noted by surgeons that one of the 11 mm covidien trocars was cracked down the length of it toward the end of the trocar, in a spiral pattern. It was immediately removed and examined and a small chip on the edge of the trocar was noted to be missing, estimated by md to be about 1mm in size. They searched the wound and they saw it but they were unable to grasp it securely with an instrument and then lost sight of it. They were unable to relocate the chip again. Two 5mm-11mm covidien versaport plus bladeless trocars nb11stf with fixation cannulas were used during the case. We do not know which of the two lot numbers belong to the defective trocar. The trocar was isolated, labeled and both covers with the two lot numbers are included. It was wrapped in it's plastic packaging to protect handling and sent to or desk.